Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer were experienced low and high blood glucose. Blood glucose level at the time of the incident as low blood glucose was 54 mg/dl which was treated with glucagon, food, pancake syrup and high blood glucose value was 485 mg/dl. Customers mother stated customer was unconscious and they gave her a glucagon 20 minutes after she had 54 mg/dl. Customer alleged insulin pump was over delivering. Customer has been using the insulin pump system within 48 hours of reported low and high blood glucose event. Auto mode feature was not active at the time of low and high blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.